Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# j0217223v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-33, lot# j0214236v, implanted: (B)(6) 2002, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
The last the patient visited her mom in (B)(6) in (B)(6) 2013 and the device was working fine. The patient did not go through the security screeners at the airport, she had a hand search. When the patient flew to (B)(6) in (B)(6) 2013 the ins stopped working out of the blue. The patient met with a company representative when she arrived back home in (B)(6) and everything had to be restarted. It was like déjà vu, the patient went down to (B)(6) again at the end of (B)(6) 2013, right after halloween, maybe early (B)(6) 2013 and the ins stopped working again. The dates were further clarified arrived in (B)(6) on (B)(6) 2013 and left on (B)(6) 2013. The patient saw a company representative a week later, the following week after (B)(6) 2013. The patient¿s doctor reported that the patient was seen in the office on (B)(6), 2013. The patient was going to set up a time for programming. There was no mention of the device not functioning correctly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a change in stimulation shortly after lithotripsy treatment in (B)(6) 2013.